Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Functional testing was performed the device was found to be within specification. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed the reported complaint could not be confirmed.

Event description:
Customer complaint alleges "prior to use, to connect the syringe with cuff pilot, it did not inflate and deflate. The device was removed and another unit was used. The incident happened again. (Second event captured in companion report 3011137372-2017-00312) at the end a third unit was used with success. The patient is fine"

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "prior to use, to connect the syringe with cuff pilot, it did not inflate and deflate. The device was removed and another unit was used. The incident happened again. (Second event captured in companion report 3011137372-2017-00312) at the end a third unit was used with success. The patient is fine."